Manufacturer narrative:
A ge service rep performed an on site investigation and performed the collimator calibration and adjusted the image intensifier sizing. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's collimator does not retract completely and is visible in the image outside of a case. No pt injury was reported.